Event description:
This lead was explanted and replaced due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual electrical inspection. The visual inspection revealed that the outer conductor coil of the segment leading to the is-1 connector was stretched and the insulation was torn from the is-1 connector, which can be considered to be the root cause of the clinical observation. Removing the insulation from the is-1 connector requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that forces applied during the revision procedure contributed to this observation. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. Further damages like the cuts into the insulation, a bend in the distal part of the lead and the deformed rv shock coil most likely occurred during the extraction of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.